Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter. Digital planning will be investigated and product investigation will be done once received in the investigation location. This MDR submission is a late submission. A CAPA has been issued.

Event description:
In this event it is reported that the surgiguide that to be used for #37 tooth could not be use to for the implant surgery. This guide is to be remade with open tube. Due to problems with the patient's opening, a 15mm drill could not be inserted. #36 was able to be implanted but #37 could not and has been postponed.

Manufacturer narrative:
The DHR review shows that there was a change in the order, there is no evidence that it was discussed with the customer. The investigation of the digital design file and order notes shows that incorrect design is performed, not according to customer's order notes. The root cause is identified as operator error with a simplant guide design not according to customer's order and notes.